Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp1086 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported the tapered cuff peeled off of the catheter during procedure. The physician had to open a new product for the procedure. No patient harm.